Event description:
It was reported that the patient presented for a device exchange procedure. During the procedure, it was noted that the lead was difficult to remove from the pacemaker header. The lead was eventually successfully removed, and the pacemaker was exchanged on (B)(6) 2025. The patient was in stable condition.